Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; a part of the screw thread inside the extractor handle (pn (B)(4), lot #fmjb) is broken. The thread of the sliding hammer (pn (B)(4), lot f8jw) is damaged. DHR review; threaded diameter of the nail extractors (p/n (B)(4)) and the nail sliding hammer p/n (B)(4), the assembly of two devices are checked at incoming inspection prior to quality release and prior to shipping for kitting and consignment activities. Complaints history; a review of the complaint system was performed. This is the first incident reported to newdeal about a breakage of screw thread of panta® nail extractor (p/n (B)(4)) making impossible the decoupling of the panta nail extractor and the panta® sliding hammer (p/n (B)(4)) for the (B)(4) years. During the same time period, about (B)(4) panta nail have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Conclusion: given the description of the event and the observations during documentation review and on the returned devices, the root cause is a misuse of the devices during the test. The two devices were not fully screwed making possible the breakage of the screw thread of the extractor handle.

Event description:
Report 2 of 2: other mfg report # - 9615741-2017-00003. It was reported that the screw thread inside the unit broke. The breakage happened during the first test of the instruments (before the distributor supplied instruments for surgeries the distributor tested if they worked). In this case the distributor coupled these both instruments, but they couldn't be decoupled because of the breakage. Surgery had to be rescheduled. No patient involved.